Event description:
Event description guidant received information that during a scheduled device replacement procedure, this chronic implantable endocardial lead exhibited undersensing at most and nominal sensitivity settings. This undersensing led to the inability to shock during induction due to falling out of the rate cut off.